Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient presented at the clinic with abdominal pain, nausea and loss of appetite. White blood cell count was 4079 and effluent culture was positive for coagulase negative staphylococcus and abiotrophia defectiva. The patient was diagnosed with peritonitis and started on gentamycin and vancomycin (dose, frequency and duration unknown). The patient returned to the clinic three days later with no improvement and was hospitalized. The pdrn stated that the patient used six cassettes that had issues with the pins falling out prior to the hospitalization and that may have contributed to the peritonitis. Details surrounding hospitalization are unknown. The patient was transitioned to hemodialysis.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. It is not possible to determine the source of the patient¿s infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure and because dialysis techniques increase the potential of microbial contamination. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.